Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.57mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint regarding instrument would not close the hem-o-lok clip was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that, the medium large clip applier instrument would not clip shut. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure while the surgeon was attempting to apply a clip to tissue or a vessel inside the patient. The clip applier functioned normally in terms of instrument movement, but the clip would not remain closed after deployment and could not be successfully applied. The number of clip applications performed before the incident is unknown. To resolve the issue, the surgical team replaced the clip applier with a new instrument and continued the procedure. There was no injury to the patient, and the procedure was completed successfully. It is unknown whether photos or videos of the event are available for review.